Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Malformed clip / lockout posts broken the instrument was returned in good visual condition. The instrument was cycled, fed, and formed 3 clips conforming and 8 clips with gap; however the device didn't lockout as intended. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. It could not be determined what may have caused the feeding issues. A batch record review was performed and no anomalies were found during the manufacturing process.